Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: manta 14fr had difficulty entering the valve, was able to advance on second attempt. Manta deployed to premeasured depth in normal fashion. Post image showed vessel occlusion at site. Vascular cutdown determined the anchor was stuck in the adventitia, and must have deployed at a steep angle inside the vessel. The deployment angle by physician was observed and appropriate. Vascular cut down required to address vessel occlusion. Physician thinks the valve is squeezing the sheath and creating a change in anchor release angle.

Manufacturer narrative:
One manta 14f closure unit with sheath hub attached, 14f introducer and 18f depth locator were received by vascular solutions on 05-jan-2022. The components were decontaminated then visually inspected. During inspection the engineer noted the manta handle closure unit exhibited the lever was deployed. The manta anchor, collagen and radiopaque lock were missing. The question was asked why a 18f depth locator was returned with 14f closure unit and introducer. Per the proctor who was in attendance: the account in question will utilize a separately packaged depth locator in the beginning of the case. Occasionally, they upsize from the 14f sheath to an e-sheath during the case, so they don't like to open the manta device until they've crossed the valve. This happened several times and they had to open an 18f manta and wasted a 14f manta. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 8mm, no calcification or tortuosity, and a deployment depth measurement of 4cm + 1cm. Ultrasound and micropuncture were utilized to gain access; access position was not reported. No issues were encountered withdrawing or exchanging sheaths. During deployment, the physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath; and on the second attempt was able to advance. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A post angiogram revealed an occlusive dissection at the site; and the physician choose to perform a cut down which revealed the anchor was positioned in the adventitia and appeared to have been deployed at a steep angle within the vessel. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. It is suspected that the manta anchor may have caught the dissection flap, deployed collagen in the vessel, and deployed the anchor into the adventitia. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, a root cause cannot be determined. The IFU lists the following adverse events related to the deployment of vascular closure devices: ischemia of the leg or stenosis of the femoral artery. Local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.